Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that his cgm did not alert him of his hypoglycemic episode. Pt fell on the street and paramedics were called. Pt believes that cgm is only alerting him once as opposed to what the pt is used to which is being alerted every 5 minutes of a low or dropping bg. At the time of his call to dexcom technical support, pt reports feeling fine.

Manufacturer narrative:
The device in question was returned to dexcom for eval. Lab testing revealed that the receiver was functioning properly. Dexcom considers this complaint closed.